Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was discarded. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient in the malar with 2 ml of juvéderm® voluma¿ with lidocaine and in the chin, jaw, and oral commissure with 3 ml of juvéderm® volux¿ with lidocaine. Three weeks later, the patient was injected in the chin, jaw, and oral commissure with 3 ml of juvéderm® volux¿ with lidocaine and in the lips with 1 ml of juvéderm® volift¿ with lidocaine. Seven months later, the patient experienced ¿late swelling¿ in the whole face (jaw, cheekbone, lip, chin, commissure). The patient was treated with predsim 20 mg every 12 hours for 3 days. The event resolved the next day. This file captured the juvéderm® volift¿ with lidocaine.